Event description:
Litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.

Event description:
Litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.**update** (B)(4) 2012- pfs and medical records were received from legal. The doi was identified.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update**(B)(6) 2012- pfs and medical records were received from legal. The doi was identified. Doi: (B)(6) 2010. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Added stem due to alleged large amounts of metal ions. Added patient's age, dob and lawyer in the associated contact.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.